Manufacturer narrative:
Facility reported that after replacing the x-ray interface board to correct a buzzer issue, the system would not fluoro. The biomed reported to covidien technical support they found that they had mis-wired two connectors on the interface board, which caused the issue. Biomed corrected this and the system now will fluoro. System returned to full service by customer.

Event description:
On (B)(6): customer reports system will not fluoro. Customer has no back up room for procedures. No reported injury.